Event description:
Pt's meter was reading inaccurately low. The pt was admitted into the hosp by treating physician, when pt had been feeling unwell. The admitting diagnosis was "badly uncontrolled diabetes". The physician had reduced insulin dosage from 30 to 10 units a day gradually because pt was interpreting the results of the meter as very low. During troubleshooting it was discovered that the meter was set to the incorrect unit of measurement. The pt was asked if they remembered setting the meter to mmol/l and they stated that they did drop the meter.